Event description:
Related manufacturer reference number: 2017865-2023-25171. It was reported that during initial implant procedure, patient developed acute heart failure. Patient's new implanted leads were explanted and the procedure was discontinued. The patient was stable after procedure.

Manufacturer narrative:
The lead was returned due to lsurgical complications. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.